Manufacturer narrative:
After further updates, it was determined that the reported event is only a replacement of expired safety disk and there is no malfunction with the unit. Therefore the complaint is invalid and no follow up report is necessary.

Manufacturer narrative:
Due to character limitation e1(initial reporter): (B)(6). Due to character limitation e1(event site city): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during routine check the cs100 intra-aortic balloon pump (iabp) had unspecified malfunction. Technicians went to estimate repair cost for quotation only. There was no patient involvement.